Manufacturer narrative:
Device was monitored for 1 day. No charge anomaly, unexpected power loss or blank display noted during testing. Device passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test. No unexpected low battery alarm or unexpected weak battery alarm noted during testing. Device was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. No cracked display window noted. Device had minor scratched display window, cracked case at display window corner near the battery compartment, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. The customer's blood glucose when admitted to hospital was unknown. Customer¿s current blood glucose level was 380 mg/dl. The customer did experience any symptoms such as nausea, vomiting, abdominal pain, difficulty breathing a result of high blood glucose. The customer was treated by intravenous drip. Based on customer report customer does not allege insulin pump was under delivering. Customer states the drive support cap appears normal. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported that they had damage near to battery compartment and battery does not last very long. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.